Event description:
The customer reported that the system intermittently displayed black fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The customer declined to have the service evaluated the system and cancelled the service call. The reported issue appeared to be resolved following a reboot of the system. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.